Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated the user received an alert 113 (reduced water temperature control). Biomed had the arctic sun device that was not cooling, provided s/n #(B)(6).

Event description:
It was reported that the biomed stated the user received an alert 113 (reduced water temperature control). Biomed had the arctic sun device that was not cooling, provided s/n#: (B)(6). Per follow up information received via mail on 01apr2025, the device hasn't been sent to a bd-approved facility, and the issue hasn't been resolved. They have kept the arctic sun in their storage area and away from patient floors. The issue hasn't been resolved. They went through the troubleshooting process using the provided testing apparatus and spoke with tech support. They concluded that the mixing pump should be replaced. They have not proceeded with the repair though. They don't have any details about patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. Biomed had the arctic sun device that was not cooling, provided s/n #dyzgy029. Per follow up information, the device hasn't been sent to a bd-approved facility, and the issue hasn't been resolved. They have kept the arctic sun in their storage area and away from patient floors. The issue hasn't been resolved. They went through the troubleshooting process using the provided testing apparatus and spoke with tech support. They concluded that the mixing pump should be replaced. They have not proceeded with the repair though. They don't have any details about patient involvement. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Corrections: d, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated the user received an alert 113 (reduced water temperature control). Biomed had the arctic sun device that was not cooling, provided s/n #(B)(6). Per follow up information received via mail on 01apr2025, the device hasn't been sent to a bd-approved facility, and the issue hasn't been resolved. They have kept the arctic sun in their storage area and away from patient floors. The issue hasn't been resolved. They went through the troubleshooting process using the provided testing apparatus and spoke with tech support. They concluded that the mixing pump should be replaced. They have not proceeded with the repair though. They don't have any details about patient involvement.